Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Follow up. A device history record review was completed by our quality engineer team for provided material number 309653 and lot number 4213235. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
Material: 309653. Lot: 4213235. Verbatim: rcc received a complaint via email. Indication: nonfamilial hypogammaglobulinemia, immunodeficiency, unspecified, and selective deficiency of immunoglobulin g[igg] subclasses. Strength/dose/frequency: use as directed to administer hizentra (infuse 14gm (70ml) subcutaneously every week). Patient reported that on (B)(6) 2024 one of the 50 ml becton dickinson syringes had a crack and patient lost hizentra that was transferred. Patient lost medication from 2 of the 4 gm syringes and from 1 of the 2gm syringes. Patient said there were 2 lot numbers on the package 4213208 and 4213235. Patient missed a dose; no adverse event reported; unknown if syringe(s] available for return; unknown if md aware. Reported to (B)(6).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.